Event description:
Unk - a male patient received an injection of suvenyl dispo(purified sodium hyaluronate) for osteoarthritis. Unk - he received an injection of artz dispo. He had cardiac failure and pulmonary oedema. He was admitted for about 10 days.

Manufacturer narrative:
We are investigating the case in detail. This case was reported from a physician. The physician considered that the relationship with artz dispo was not assessable. Company comment: the information was insufficient to evaluate the causal relationship.